Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024 additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7062053.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a cyst formation at the adapter site. The physician assessed that the adapters were rubbing together and causing irritation resulting in the cyst formation. Therefore, the patient underwent a surgical procedure to investigate the site and a culture was taken. Culture results revealed a low-grade staphylococcal growth. The patient was recovering with no complications post operatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7062053. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 540614 product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a cyst formation at the adapter site. The physician assessed that the adapters were rubbing together and causing irritation resulting in the cyst formation. Therefore, the patient underwent a surgical procedure to investigate the site and a culture was taken. Culture results revealed a low-grade staphylococcal growth. The patient was recovering with no complications post operatively. Additional information was provided that the patient was given intravenous antibiotics during the procedure to investigate the site. Additionally, the patient underwent an explant procedure at a later date where the full scs system was explanted. There were no patient complications postoperatively. The explanted devices will not be returned as they were retained by the medical facility.